Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
A 2.9mm drill bit got deformed to fail. The tip was left in the pt.